Event description:
The customer received a blood glucose reading 40mg/dl higher on the contour usb than on the contour meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.